Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7105485.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an uncomfortable tugging sensation at the lead extension site. The patient underwent a revision procedure where scar tissue was removed and did well postoperatively. The lead extensions remain implanted in the patient.